Event description:
The time of event is unknown. There was no report of patient harm. Video image failure.

Manufacturer narrative:
The product was returned to pentax medical for repair. Our technician checked the returned unit and confirmed that the ccd module with drive pcb distorted image. Based on the result, we concluded that it was caused due to the excessive force applied on the ccd module with drive pcb. In addition, our technician confirmed that the lg connector corroded, the r/l lock knob hard to move, the u/d lock lever hard to move, the nozzle gluing discolored, and the ccd module with drive pcb shadow in image; however, these defects are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report "hr-rpt-0586 image failure" and/or the risk analysis results, it was evaluated to submit MDR.